Event description:
It was reported that this lead exhibited noise. Subsequently, a revision procedure was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.